Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Patient reported the cartridge of the pump had a cracked and leaked into the cartridge compartment. No adverse event reported. Requested return of the alleged cartridge for evaluation.